Event description:
The complainant alleged that during pt set-up, the device display went blank. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.